Event description:
The physician was performing a diagnostic procedure and accessed the artery using the axera device. He attached the latchwire and advanced the device into the artery, however he was unable to obtain 1st mark. Some resistance was felt during advancement. Fluoroscopic visualization revealed the wire at the distal tip of the device was bowing up and did not appear completely attached. The device was removed and was found to be broken at the anchor. The distal portion of the wire remained in the pt and was retrieved using hemostats.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the returned device confirmed that the anchor fractured at the axle holes and found the latchwire to be kinked in multiple locations. The event description does not describe the observed kinked latchwire and it cannot be determined when the kinks occurred; therefore, the root cause cannot be definitively determined. However, it likely occurred during advancement of the device when resistance was encountered. A review of the device history record was performed for this lot and no non conforming material reports (ncmr) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access sys IFU was reviewed and found to be adequate. Per step 7 (precautions) of the IFU, "avoid excessive rotation, bending or kinking of the axera access device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen" and note in step 4 (deploying the axera access device), "avoid excessive twisting or rotation of the axera access device during insertion as this may cause device damage or affect device performance." Based on the insp and document review completed, there is no evidence to suggest the device was out of spec. The probable root cause, based on available info, is excessive force applied by the user resulting in the device fracture.